Manufacturer narrative:
Product event: (B)(4) good faith effort to obtain additional information is still in-progress. A supplemental report will be submitted if additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
During a vaginoplasty, the surgeon reported higher tissue effect upon initial incision. The blade cut deeper than expected and excessive charring of the tissue. No interventions were reported for the patient.